Manufacturer narrative:
Height adjustment rack.

Event description:
It was reported that the height adjustment at the head end broke down. There was pt involvement, however, no adverse consequences have been reported.